Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was reading inaccurately high compared to feelings/ normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter began reading inaccurately on (B)(6) 2017,5:30pm when she obtained a blood glucose result of 255mg/dl on the subject meter and felt they were inaccurately high compared to feelings normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin (self-adjuster) and reported that on (B)(6) 2017,5:30pm she increased her dose of medications ¿novolog 18 units¿ in response to the alleged product issue. The patient stated that she developed symptoms of ¿sweating and shakiness¿ about 5 hours after the alleged product issue began. The patient stated that on (B)(6) 2017,10:45pm she self-treated with food and drink ¿peanut butter and crackers, sugar pills and fruit juice¿. She denied that she obtained a blood glucose result on another device. At the time of trouble shooting, the cca confirmed that the meter was set to the correct unit of measure. The test strips were stored correctly and had not expired. The patient did not have control solution to perform a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.